Event description:
Defibrillator made by medtronic, inc. And spinalpak made by biolectron, inc. In 2003 - defibrillator inserted. A few weeks later, defibrillator went off so hard pt fell face down and cracked a vertebrae in neck. This required neuro surgery in which a rep representing biolectron, inc. Pushed a device that rep insisted would speed/aide pt's healing. Family members inquired if it would counteract.